Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was reported that the cage broke upon implantation. The cage was removed and replaced with a new cage and the procedure was completed with no further incident.

Manufacturer narrative:
Additional information: analysis of the returned device shows that macroscopic and optical inspection reveals fracture into multiple pieces, with a portion of the implant broken off and not returned for analysis. Fracture surface examination identified a fairly brittle fracture just past the ¿nose¿ of the implant, with rays emanating from the area of crack propagation. The above observations are consistent with overload.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. This part is not approved for use in the united states; however a like device catalog # 9393608, product code max was cleared in the united states. This part is not approved for use in the united states; however a like device catalog # 9393608, 510k # k094025 was cleared in the united states.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.